Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device revealed the device is unable to be separated from the mating instrument.. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal needs to be sanded down. It was an office set. Did not effect surgery. Inability to disassemble mating devices.